Event description:
It was reported that while prepping the needle for a laparoscopic cholecystectomy, the nurse tried to apply saline through the needle and could not get the needle to accept it. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.